Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50x16 synergy¿ drug-eluting stent was selected for use. However, when the device was removed from the stent protector, it was noted that the stent got dislodged outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The stent was not returned with the device. The balloon cone profiles were reviewed and it appeared that positive pressure had been applied to the balloon as balloon wings were not tightly wrapped, there was also evidence of hardened medium inside the balloon. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was returned for analysis with the device and the internal diameter was measured using pin gauges. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.50x16 synergy(tm) drug-eluting stent was selected for use. However, when the device was removed from the stent protector, it was noted that the stent got dislodged outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.